Event description:
It was reported that pump experienced malfunction alarm with non-resettable fault and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer was advised to contact healthcare provider for backup insulin therapy, and tandem technical support confirmed warranty and shipping details, instructed customer to place pump in storage mode and return it within required timeframe, and sent replacement pump with guidance to reprogram pump settings and reconnect cgm.